Event description:
Reporter alleges the patient had capsules that were removed when the devices were removed. Device was returned to dow corning and upon visual examination was found to be not intact. Reporter also alleges the patient has progressive systemic scleroderma and upon removal some moderate calcifications in the capsule which were only mild in thickness were found and there was a significant amount of silicone bleed in the right implant.